Event description:
Following placement of two 10mm stents in the rca graft, angiogram confirmed good flow down the graft. A final attempt to confirm stent placement occurred. With this a significant slow flow phenomenon occurred in the svg resulting in inferior ischemia. Pt became hypotensive and bradycardiac. Dopamine and epinepherine were administered along with CPR. Pt developed emd and further attempts to restore bp were futile.